Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 904754) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, laparoscopic, robotic, single site cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, uterine haemorrhage and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, menorrhagia and uterine haemorrhage to be related to essure. The reporter commented: the right essure device placed. The left was unsuccessful . Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 904754) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, laparoscopic, robotic, single site cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, uterine haemorrhage and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, menorrhagia and uterine haemorrhage to be related to essure. The reporter commented: the right essure device placed. The left was unsuccessful. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Lot number: 904754 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 904754) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention requir0ed), uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, laparoscopic, robotic, single site cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, uterine haemorrhage and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, menorrhagia and uterine haemorrhage to be related to essure. The reporter commented: the right essure device placed. The left was unsuccessful concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia lot number: 9047, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.